Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was cracked and reservoir was not locking in place. The customer¿s blood glucose level was unknown. Customer stated that the reservoir lip ring was broke off and battery cap was hard to remove. Troubleshooting was performed for damage and noticed the reservoir spins in place. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads, cracked reservoir tube lip and no broken noted. The test reservoir locked in place properly and no anomaly noted.